Event description:
It was reported that there were defective pads #1 lot # ngjp2934. Issue occurred on (B)(6) 2024, between the hours of 20:00 and 23:59. The rn noticed that there was water leakage at the connection site between the pads and the arctic sun machine. The machine was swapped out, and there continued to be leakage. The pads were swapped out and the leaking stopped. Defective pads #2 (lot # ngjp2934). The issue occurred on (B)(6) 2024, between the hours of 12:00 - 15:00. The rn noticed that pads were not adhering to the patient's skin, areas of the pads bubbling up away from the skin and areas of the pads that had been pulled back for echo would not read here. They removed these pads off the patient, upon further inspection of the pads, there are areas that were not sticky at all. They had a chance to speak with the nurse who applied the pads and was very careful removing the protective plastic sheet when they applied the pads and did not think any gel came off. No issues were noted with the actual performance of the device upon review of water temperatures it seemed that there were no large temperature spikes by the patient or with the water temperature to account for the lack of covered surface area. Per follow up information received via task on 21nov2024, called nurse manager who confirmed pad was exchanged and therapy completed. Per sample evaluation results received via task on 19mar2025, it was reported that the air leak was observed in all arctic gel pads through connectors during testing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is that the energy connectors were damaged. Visual evaluation of the returned sample noted one opened large arctic gel pad kit present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. All connectors were visibly deformed, with large chips also visible at the end of the right chest pad connector. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pads. The reported issue could not be verified without further testing. Each pad was individually tested using tm0301222 rev 2. All individual measured flow rates are outlined. Right chest pad: flow rate was unobtainable due to air leak. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -1.8 psi. Left chest pad: flow rate was unobtainable due to air leak. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -1.6 psi. Right thigh pad: flow rate was unobtainable due to air leak. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -2.3 psi. Left thigh pad: flow rate was unobtainable due to air leak. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -2.3 psi. No water leakage was noted during testing for any of the pads. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were defective pads #1, lot # ngjp2934. Issue occurred on (B)(6) 2024, between the hours of 20:00 and 23:59. The rn noticed that there was water leakage at the connection site between the pads and the arctic sun machine. The machine was swapped out, and there continued to be leakage. The pads were swapped out and the leaking stopped. Defective pads #2 (lot # ngjp2934). The issue occurred on (B)(6) 2024, between the hours of 12:00 - 15:00. The rn noticed that pads were not adhering to the patient's skin, areas of the pads bubbling up away from the skin and areas of the pads that had been pulled back for echo would not read here. They removed these pads off the patient, upon further inspection of the pads, there are areas that were not sticky at all. They had a chance to speak with the nurse who applied the pads and was very careful removing the protective plastic sheet when they applied the pads and did not think any gel came off. No issues were noted with the actual performance of the device upon review of water temperatures it seemed that there were no large temperature spikes by the patient or with the water temperature to account for the lack of covered surface area. Per follow up information received via task on 21nov2024, called nurse manager who confirmed pad was exchanged and therapy completed. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the air leak was observed in all arctic gel pads through connectors during testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.